Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed that one device was returned in original packaging with the batch number of the complaint on the label. The t1 and suture were returned off the device. The t2 has been cut from the suture. The needle assembly has been bent at the black retaining tube. A functional evaluation was performed on the returned device and found that the device will cycle with great resistance. An analysis of the customer provided images found in the first image the tip of the device with both implants and suture outside of it. The second image shows the device on the packaging with one implant and suture next to it. The third image shows the tip of the device with the suture and implant outside of it wrapped around it. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (failure to fully actuate the device behind the meniscus during implantation). Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference case (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a knee arthroscopic procedure, the t2 of the two (2) fastfix flex devices fell off from the meniscus. The procedure was resumed using an equivalent s+n backup. It is unknown if there was a surgical delay. No further complications were reported.